Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had ¿t10 to pelvic fixation rods¿ and that they a spinal cord stimulation (scs) system that was explanted then. The patient reported that they cut back the leads and left them implanted because it would¿ve caused more problems to explant them. The date when the patient first started having issues remains unknown. Additional information was received from a consumer. It was reported the device was removed because it did not help anymore. The device was removed at the end of 2007 or beginning of 2008. The patient weight was provided. No further complications were reported.